Event description:
Home patient (hp) reports adding a second patient extension line to his homechoice set in fill of treatment on homechoice device. Hp wanted to extend tubing to reach kitchen so that he could make chicken soup. Hp reports feeling abdominal discomfort due to infusion of air from unprimed line and discontinued treatment. Discomfort reportedly dissipated within the hour. Hp states he was not thinking clearly and knows the line was not primed. Hp informed his primary rn of incident and she discussed body postures to assist in release of air. Hp states he understands correct priming procedure and realizes his error. Per hp no injury or medical intervention resulted from incident.